Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power loss alarm and power system error. The customer's blood glucose value was 161 mg/dl. The customer stated that the power error detected recurred within a week of previous troubleshoot. The customer received multiple power loss alarms when batteries were out of the pump less than 10 minutes. The product was returned for analysis.